Event description:
According to the reporter: the customer reports that the balloon burst. A part stayed inside the pt. The operating time was extended, by the time the piece was removed.

Manufacturer narrative:
(B)(4).